Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance. This was first noted in 2007. The lead stopped functioning completely over the next few months. Because the patient was not bradycardic, the lead was not repositioned. However, she progressively became bradycardic, so the lead was capped and replaced. There were no lead defects visually, or under x-ray.

Manufacturer narrative:
Na